Event description:
New information available on 11/10/2017 states that, the left ventricular lead exhibited high capture threshold. A chest x-ray was performed and the patient was transported emergently to the hospital.

Event description:
It was reported that the patient presented for a left ventricular lead revision. Fluoroscopy revealed that the implantable cardioverter defibrillator had migrated inferiorly and the left ventricular lead had dislodged. The competitor right ventricular lead was also dislodged but was still functional. There were no adverse consequences to the patient. A venogram showed that access on the left side was occluded. Pocket revision was performed to reposition the device. The right ventricular lead was explanted and replaced and the left ventricular lead was removed. No suitable branch was available for a new left ventricular lead. The patient was discharged.

Manufacturer narrative:
Concomitant medical product 6947-62,tdk241802v should have been reported.